Manufacturer narrative:
If implanted/explanted, give date: not applicable, as lens was not implanted. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported a torn sensar ar40e intraocular lens (iol). No patient injury reported.

Manufacturer narrative:
Upon further review of the file it was acknowledged that the initial submission, manufacturer report number 3012236936-2022-02110, is a duplicate report that had been first reported in mrn 3012236936-2022-00697. Therefore, no further information will be provided under this manufacturer report number 3012236936-2022-02110.all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.